Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer regarding a bd powerloc max the safety mechanism did not engage properly. Additional information: customer reported that when starting the IV on a patient, they first pushed button on IV to retract needle into the safety part and it fell on the floor. When picking up the cartridge from the floor with gloves on, clinician poked self on the end of the needle. The IV needle was faulty and jammed, did not retract the whole needle. There was still about 1/2 inch that did not go into the cartridge and the button was jammed. The device had ben used on a patient. Clinician was seen by occupational health for the dirty needle stick injury. Labs were drawn from the patient and the caregiver. Patient is being treated for anemia and does not have an infectious disease.